Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation by baxter service personnel. This condition was attributed to depleted main batteries as a result of user error. The main battery and battery harness were replaced to correct this condition. Additional information: the user interface module software version for this device is colleague 2006 (5.09.90). A service history review revealed that the device has been serviced four times prior to this event. The device has been previously sent into service for the reported condition of "damaged battery".

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.